Manufacturer narrative:
The tech replaced the caster to repair the stretcher.

Event description:
Info rec'd indicates the brake caster continues to swivel when in brake if the stretcher is pushed from the side.